Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The inspection/estimation found a gap of the adhesive on the distal end and a crack on the distal end of the device. Additional findings include the following: the t-nut was loose, due to wear of the lock engagement lever the up/down knob cannot be locked securely, the grip was deformed, the suction body, the suction cover had discoloration, due to dame on the acoustic lens, water tightness was lost, due to the adhesive peeling on the distal end cover the insulation resistance value does not meet the standard value, due to a scratch on the ultrasonic probe, the device displayed ultrasound image was defective with missing elements, the acoustic lens was damaged, the objective lens had a scratch, the adhesive on the bending section cover has a chip, and the universal cord was buckling. It is mostly likely the reported event was due to wear and tear along with possible mishandling over time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had the operator channel tip completely removed. The device was returned for evaluation. Upon inspection of the customer¿s returned device the following reportable malfunction was found: a gap between acoustic lens and ultrasound probe and the distal end has a crack. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be prevented by following the instructions for use (IFU) section which state: warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.